Manufacturer narrative:
H4: the lot was manufactured from april 11, 2023 - april 13, 2023. H10: the device was received for evaluation. Visual inspection was performed using the naked eye noted a fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak was found to be untightened blue winged cap. The cap thread was exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed and no evidence of leak was observed.the cause of the leak was due to a use error by not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. This occurred during filling. There was no visible damage on the bladder. There was no patient involvement. No additional information is available.